Event description:
A malfunction was reported on the customer's pump, although no notable events preceded this issue. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump after restarting it, and customer technical support (cts) arranged for a replacement pump. The customer was informed that the new pump would include updated software, and they were instructed on how to return the old pump to avoid charges. The replacement pump was shipped with a return box and pre-paid label, and a signature was required for delivery. The customer was advised to program their settings and connect their cgm to the replacement pump, and they confirmed understanding of all instructions.